Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that droplets of liquid were observed in a large volume infusor. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between december 08, 2021 - december 09, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed images of the device inside a bag with no evidence of a leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.